Manufacturer narrative:
H.6. Investigation summary: three photos were provided for investigation. One photo shows a syringe in a baggie. It appears that there is a brown spot on the syringe near the gradient markings. The second photo shows the syringe removed from the baggie and the blister pack. There appears to be a brown spot on the syringe near the 4ml gradient marking. The third photo shows the top printing on the top web which provides the product number and description. Without a physical sample to analyze the foreign matter (fm) that appears to be on or in the syringe cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that brown spots of foreign matter were found in the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter: "there was brown spots visible in the syringe body."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown spots of foreign matter were found in the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter: "there was brown spots visible in the syringe body."